Event description:
The customer reported that the brush head broke in the scope when washing the scope during reprocessing. The user facility discarded the subject device. There was no patient or user injury reported. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was discarded, the definitive root cause of the broken brush head could not be determined. Repeated or improper use, such as excessive external force applied when pulling the brush, may have led to bending or twisting, resulting in the break. Olympus will continue to monitor field performance for this device.